Manufacturer narrative:
A ge service rep performed an on site investigation. The remote user interface joystick was repaired during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.

Event description:
It was reported that the remote user interface joystick on the 9900 was damaged. No pt injury was reported.